Manufacturer narrative:
Citation: christoph j. Griessenauer, lucy he, mohamed salem, michelle h. Chua, christopher s. Ogilvy, and ajith j. Thomas. Middle meningeal artery: gateway for effective transarterial onyx embolization of dural arteriovenous fistulas. 2016 wiley periodicals, inc. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. The onyx model and lot number were not provided. There is limited information about the device and/or the patient. Additional information has been requested. Should it become available a supplemental report will be submitted. The purpose of the article was to evaluate the role of the middle meningeal artery (mma) in endovascular treatment of noncavernous sinus dural arteriovenous fistulas (davfs). The study concluded that transverse-sigmoid davfs with robust middle meningeal artery supply can be successfully treated with transarterial onyx embolization alone. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review of a retrospective cohort study on patients who underwent transarterial onyx embolization of a noncavernous sinus davfs with contribution from the mma at a major academic institution in the united states from january 2009 to january 2015 that this patient experienced a neurological deficit after the procedure. This (B)(6) year-old female patient presented with hearing loss and posterior cranial fossa davf, which was classified as covnard class IV and borden class iii. There was robust left mma supply and early venous drainage into the straight sinus. The davf had 10 arterial feeders: l middle meningeal artery (mma), l occipital artery, l ascending pharyngeal, l posterior auricular, l maxillary artery, bilateral meningohypophyseal trunk, l inferolateral trunk, l anterior inferior cerebellar artery, l superior cerebellar artery. The patient underwent 1 treatment session and 1 artery was embolized. Post-embolization the left mma follow up left cca dsas showed lack of filling of the davf in both the ap and lateral projections. Embolization of the left mma alone resulted in robust onyx penetration along the entirety of the fistulous connection and obliteration. Neurological outcome of the patient was left ear hearing loss and mild ataxia.

Manufacturer narrative:
Same literature article as reported in MDR MFR: 2029214-2016-00857, 2029214-2016-00869, 2029214-2016-00870, 2029214-2016-00871, 2029214-2016-00872, 2029214-2016-00874.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.